Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/23/2021. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 1906249. D.4. Medical device expiration date: 5/31/2024. H.4. Device manufacture date: 6/5/2019. D.4. Medical device lot #: 1912278. D.4. Medical device expiration date: 11/30/2024. H.4. Device manufacture date: 12/16/2019. H.6. Investigation: it has been received 5 unused samples without blister, 2 complete 60units shelf-cartons of 50ll lot 1906249 and 1 complete 60units shelf-carton of 50ll lot 1912278 for investigation. Upon visual inspection of the 165 samples received, no marking defect can be observed in any syringe. DHR of lots 1906249 and 1912278 is reviewed not finding any annotation or deviation regarding the alleged defect. Volume accuracy (at 50ml l) is checked on 10 samples from lot 1906249, 5 samples from lot 1912278 and the 5 unused samples without blister received, according iso 7886-1 section 9 following procedures pc-011. The sample meet iso 7886-1 section 9. Since results obtained for the 20 samples tested are within tolerance specified in iso 7886-1 section 9, no manufacturing defect can be confirmed.

Event description:
It was reported that 10 bd plastipak¿ 50ml concentric luer lock syringes experienced scale marking issues. The following information was provided by the initial reporter: customer use 50ml syringe draw herceptin, and found the scale shortage the volume 2-3 ml.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 10 bd plastipak¿ 50ml concentric luer lock syringes experienced scale marking issues. The following information was provided by the initial reporter: customer use 50ml syringe draw herceptin, and found the scale shortage the volume 2-3 ml.